Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound probe surface was torn on the ultrasound gastrovideoscope. The issue was found during maintenance. There were no reports of patient involvement.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the acoustic lens had a chip that reached to the glue-layer. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: olympus will continue to monitor field performance for this device.